Event description:
It was reported that there were concerns regarding premature battery depletion of this pacemaker. A request was made to have a data analysis from this implantable device. No adverse patient effects were reported. Currently evidence suggests that this product remains in-service.